Event description:
Cataract surgery in 2002. Replacement lens refracts light. Doctor had no specifications for lens. Manufacturer has not responded to requests -3- for optical characteristics of the lens. Refraction is potentially dangerous -eg., when driving a car-.